Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance, low sensing, and loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a conductor fracture near the patient's clavicle. A revision surgery was performed and the rv lead was capped and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.